Event description:
The slot for date of event is unable to take all the 1 and half years as it was almost a daily occurrence. So the true date of events started in 2008 and continued to 2009. My daughter got on the insulin pump and blood sugars were extremely high and then low over and over. She has had diabetes for 5 years and I am a nurse so I was able to manage it. She missed 70 days and had about 25 times to be checked out of school from unexplained quickly rising blood sugars. It was unbelievable. These are documented in the meters and with the school nurse records also. We finally had to go to the 504 plan because of abscences, so she could pass. She is an honor student. It was killing her, even though everyone would say you must not be doing something right. It has physically and psychological devastated her and ruined her self esteem and caused her to become depressed. Please contact me. My story has so much more of how it affected her and the type of damage long term it has done to her. She literally lived in ketosis for a year - we'd change pump sets, we'd throw out insulin, it just kept continuing till I had to yank her off because of the constant ketosis. When she did get to school and blood sugar stable when I drop her off the nurse at least 50 percent of the time would call me a few hours later and say her blood sugar had unexplained gone very high and was in ketosis again. This is documented by the school nurses logs. Frequency: 24 hours a day. Route: cutaneous. Dates of use: 2008 - - 2009. Diagnosis or reason for use: type one diabetes. Event abated after use stopped or dose reduced?: yes.